Manufacturer narrative:
The tech replaced the power cord plug head to resolve the issue.

Event description:
Tech alleged that the power cord plug is giving a high ground resistance reading. No accident reported.